Manufacturer narrative:
On 3/27/2019, the mentor failure analysis lab has received the device for evaluation. On 4/6/2019, the product investigation was completed. Device investigation summary: the device was received with no fluid. No foreign material was observed within the device or on the shell surface. During the initial evaluation the device appeared intact. Leak testing revealed there was leakage from the valve. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: 1. Tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation 2. Dislodged valve material from a valve puncture or tear 3. Water soluble crystal like material (residual nacl from the fill solution) 4. External contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation 5. Separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert 0102) 6. Excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. (Pert 0101) 7. Holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert 9902) 8. Holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. Mentor product analysis lab was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. A manufacturing record evaluation (mre) was performed for the finished device number 5780012, and no non-conformance's related to the reported complaint condition were identified. Mentor product analysis lab was not able to determine when the rent occurred. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with a 325cc mentor smooth round moderate plus profile saline breast prosthesis, had a left breast implant defective valve partially deflated, which was observed during replacement surgery. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implants on (B)(6)2019.